Manufacturer narrative:
(B)(4). The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. The device was not explanted therefore no analysis or testing has been done. Esophageal dilatation, dyspnea, and irritation/inflammation are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation."

Event description:
Reported events of respiratory distress, fever, cough, edema of the lower limbs, dyspnea, and esophageal dilation occurring in one patient who was one day post-op abdominoplasty, from journal article "acute esophageal dilation mimicking serious pulmonary complication after post-bariatric abdominoplasty", aesth plast surg (2013).